Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leak was observed in a vial-mate reconstitution device, from underneath the clamps of the vial and spraying from the vial adapter. The device was securely attached to the bag. It was snapped into place but it was unknown if the needle visibly penetrated the stopper. The customer stated that the seal collar was contacting the vial gripper. There is no report of patient involvement. No additional information is available.